Event description:
Customer reported receiving a motor error alarm during bolus. Blood glucose level was 220 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.